Manufacturer narrative:
(B)(6). The complaint of the jaw breaking was confirmed. The broken portion of the jaw was not returned for evaluation. The lower jaw is bent downward and the normally sharp teeth of the jaw are rolled over. These conditions are consistent with excessive force being place on the device during use. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported the distal end of acufex graber fell off in the knee joint. The device was removed from the patient. No patient injury or other complications were reported.